Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "pump was on patient. Pump was swapped and patient was not harmed. Found fos would not auto zero".

Manufacturer narrative:
(B)(4). The reported complaint of "fos would not auto zero" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the fos board was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the fos not auto zeroing. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "pump was on patient. Pump was swapped and patient was not harmed. Found fos would not auto zero".